Event description:
It was reported the customer had recurring no delivery alarms. The customer stated the alarms would be resolved with an infusion set change. However, the customer stated the alarm was recurring eventhough they have tried all remedies for the alarm. The customer's blood glucose was 225 mg/dl. Customer was advised the no delivery alarm may be caused by a site, set, or reservoir issue. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and minor scratched display window.